Event description:
Boston scientific crm received info that this right atrial (ra) lead dislodged overnight. There was no apparent reason for the dislodgement. This lead was explanted during the following revision procedure, and a new lead was successfully implanted. To date, no adverse pt effects were reported.